Event description:
Pt developed foot infection after receiving clinipad alcohol prep prior to infection of pre-op local infiltration of medication. Surgery 2/4/00 (podiatry surgery), 2/21 and 2/23 swollen painful left foot. Hospitalized 2/24 - culture shows staph aureus. Antibiotics given; discharged 3/3/00. Saw pt 3/20/00 - resolved.